Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual inspection noted that there were setscrew marks noted on terminal pin and a drag mark noted on terminal ring. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead lead exhibited high thresholds and decreased sensing. The physician planned to revise the lead. The patient underwent a revision procedure and the lead was repositioned due to dislodgement. Additional information indicates that issues continued and the lead was now exhibiting non-capture. It was determined that this lead had dislodged for the second time. The patient underwent another revision procedure and this lead was explanted and replaced. No further adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.